Event description:
A 54-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2025. On (B)(6), 2026, the patient's spouse informed novocure that following the removal of the transducer arrays, an unspecified skin issue was observed on the patient's head. One photograph was provided, depicting the left superior aspect of the patient's head with mild to moderate erythema and a wound dehiscence on the surgical resection site. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical assessment is that the contribution of the transducer arrays to the wound dehiscence, which might have led to a serious deterioration in the state of the health of the patient, cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior surgery affecting skin integrity.